Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) and small atrium for a mitraclip procedure. During the procedure, patient became hemodynamically unstable with the decrease in oxygen saturation after 1 minute of crossing the septum. A right to left shunt was noted. Physician decided to discontinue the procedure. Steerable guide catheter (sgc) and clip delivery system (cds) was removed and asd occluder was implanted. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.